Manufacturer narrative:
Physio-control replaced the system pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The removed system pcb was further evaluated in the failure analysis center where it was determined that the cause of the reported failure was due to a failure of the single board computer (sbc) from the system pcb assembly.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): physio-control examined the customer's device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.